Manufacturer narrative:
On (B)(6) 2019 mentor received the suspect medical device with lot # 7583704. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 16-jan-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that during the procedure the prosthesis experienced a deflation. The analysis results show that the device appeared intact. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related to the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: intraoperative deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 375cc mentor smooth round moderate profile saline breast implant being used for a primary breast augmentation deflated intraoperatively. The surgeon reported that the implant deflated during surgery, and surgery was delayed by five minutes. As a result, the implant was replaced with another mentor saline breast implant.